Event description:
The complaint description was reported as: the seal looks "burnt". Defect found upon incoming inspection. No patient injury.

Manufacturer narrative:
Samples requested, but has not yet been returned yet. Investigation is not yet available at time of this report.